Manufacturer narrative:
The event occurred in another country.

Event description:
Rptr stated that the inform sys base unit's internal contacts are burned. No associated injury was reported. The MFR requested the return of the suspect prod for eval.